Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as an unspecified touch contamination. The peritonitis was manifested by abdominal pain and cloudy pd effluent. The patient was not hospitalized for the event. On an unreported date the patient was treated for the peritonitis with ceftazidime (dose, route, duration and frequency not reported). On an unknown date, the patient had an "allergic reaction" to the ceftazidime; she became "sick" and vomited. The action taken with the ceftazidime therapy was not reported. On an unreported date the patient began treatment for the peritonitis with vancomycin (intraperitoneally, dose, duration and frequency not reported) and gentamicin (dose, duration, route and frequency not reported). It was reported the patient was recovering from the peritonitis event. On an unreported date, the patient was retrained on aseptic technique. The patient's catheter was not removed or replaced and at the time of this report, dianeal therapy was ongoing. No additional information is available.